Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, while they had finished dilating the stricture in the esophagus, the balloon would not deflate in order to be removed, all multiple attempts to deflate the balloon was unsuccessful. The balloon was cut off once removed with the scope and catheter. The procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a140101 captures the reportable event of failure to deflate. Investigation result: the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the catheter was detached, and balloon portion of the device had no damages. Functional analysis was not performed, due to the condition of the returned device. Microscopic inspection found catheter was detached located approximately at 72 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed since functional testing of the returned device could not be performed. The catheter was found detached and it is possible that, due to the condition of the balloon not deflating completely, they could not get the device out of the scope and cut the catheter to remove it from the endoscope. For this reason, the event is classified as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, while they had finished dilating the stricture in the esophagus, the balloon would not deflate in order to be removed, all multiple attempts to deflate the balloon was unsuccessful. The balloon was cut off once removed with the scope and catheter. The procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.